Manufacturer narrative:
Based on examination of the returned product, it was concluded that the smooth, non-striated surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on one of the exhaust tubes of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2016, revised and pump/cylinder set removed on (B)(6) 2020 due to a pump tubing tear and leak. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, pump tubing leak (tear). The device was revised. No other adverse patient effects were reported.

Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. A separation was noted in one of the exhaust tubes of the pump. This was a site of leakage. The surfaces of the separation appeared to be smooth and non-striated. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the smooth, non-striated surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on one of the exhaust tubes of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrections to the following fields: h6 health impact code, h6 type of investigation codes, h6 investigation findings codes, h6 investigation conclusion code, h10 evaluation summary.